Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for a stent placement procedure in the bile duct of a patient. During the procedure, the physician was unable to deploy the stent as the suture would not release and the catheter stretched. The procedure was completed with a different device (device name and manufacture unknown). The procedure was completed with no patient complications. The patient was reported to be in good condition at the conclusion of the procedure.